Event description:
New information received notes that the patient was stable before, during and after the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that upon reviewing merlin transmission, the atrium was undersensing which caused loss of pacing possibly due to lead dislodgement. The device indicated ventricular sensing events as premature ventricular contractions (pvcs) due to no preceding atrial event. During the lead revision, the lead was noted to pull back into the superior vena cava (svc). The lead was repositioned.